Manufacturer narrative:
The pump was received with minor scratches on the lcd window and a completely broken off reservoir tube lip. Unable to lock the reservoir tube in place.

Event description:
The customer stated that the insulin pump was broken. The ring around the reservoir would not hold. There was a piece missing from the insulin pump's casing on the reservoir compartment. The damage occurred during wear and tear. The customer stated that she is holding it together with duct tape. The customer's blood glucose level was unknown. The device was returned for analysis.